Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was static and inaccurate. Additionally, it was reported that the customer experienced a low blood glucose (bg) level below 54 mg/dl due to entering in the wrong value when calculating their bolus. Customer required assistance from their mother who provided glucagon. Customer was also later transported to the emergency room (ER), at which point their bg level had risen to 157 mg/dl. Customer did not receive any treatment while at the emergency room and was released 4 hours later. Reportedly, customer continued to use the pump for insulin therapy.